Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited two non-sustained ventricular tachycardia with noise resulting in pacing inhibition greater than 2 seconds. The field representative attempted to recreate the noise with isometrics and pocket manipulations; however, the attempts were unsuccessful. Technical services (ts) suggested testing with valsalva, coughing, and deep breathing as well as testing while the patient is lying down. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lea remains implanted. If additional information is received, this report will be updated.